Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was unable to replicate the reported event as all ports worked without issues. Site refused to replace the reported part. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the top ports of the axiem box were having intermittent communication errors with the instruments. Occurred with various instrument types. There was no patient present when this issue was identified.